Event description:
It was reported that a malfunction occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to report any future issues.